Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check, upon interrogating the device and performing a lead impedance test, a lead warning triggered and both the right atrial (ra) and right ventricular (rv) leads exhibited undefined impedances. The same measurements were noted on both lead polarities, even after multiple attempts at reinterrogation, and all lead trends were stable and normal prior to that point. A different programmer was used to run another impedance test, and the lead impedances had reverted back to normal levels. The first programmer was used again, also indicating impedances at normal levels. Further testing was performed in order to rule out any issues with the implanted products, and the leads remain in use. No patient complications have been reported as a result of this event.